Event description:
It was reported that balloon rupture occurred. Vascular access was obtained utilizing an anterograde approach. The 99% in-stent restenosis (isr) of a previously placed non bsc stent was located in the severely calcified and moderately tortuous superficial femoral artery (sfa). After a non bsc guide wire crossed the lesion, the 6.0mmx40mmx135cm (4f) sterling¿ balloon catheter was advanced for dilatation. However, on the first inflation at 14 atmospheres for 5 seconds, the balloon ruptured. The procedure was completed with a 6mmx4cm non bsc balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).